Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) and a health care physician (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. A low ins icon was reported. The device was noted to still be on and providing therapy. It was reviewed the patient should contact their managing hcp to schedule a replacement surgery. The rep had called because the hcp thought the patient was only implanted for one year (versus the 2 years and 3 months the patient had actually been implanted) and received a low message during a patient check-up. The rep conference the hcp on the wall with technical services. It was noted the patient was getting good therapy but is using a program at 3.4v. The hcp indicated they sent the patient home last time on a program at 1.1v but the patient turned up to 3.4v. The hcp indicated good impedences and it appeared the patient was turning up amplitude which was depleting the more battery. It was noted on the call that it appeared to be normal depletion but difficult to assess due to an assumption the patient increased the parameters for the history of life. Additional information was received from a manufacturer representative (rep) on 2018-jan-08. The manufacturer representative (rep) replied that the cause of the low ins icon and if it was normal battery depletion was unable to be determined and that the ins had not been replaced and no further actions had been taken. The device was removed and the hospital staff discarded the device. There were no further complications reported.